Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005, patient presented with following pre-op diagnosis: instrumentation failure and lumbar pseudoarthrosis; and underwent following three part procedure: part a: posterior lumbar re-exploration with removal of segmental pedicle screw fixation; exploration of posterior fusion from l4 to s1 part b: anterior transperitoneal l4-5 and l5-s1 osteotomy for takedown for prior fusion and scar tissue at the interspaces of l4-5 and l5-s1 anterior interbody arthrodesis, l4-5 and l5-s1 with macropore prosthesis, and bmp insertion of buttress instrumentation with screws and washers at l4, l5 and s1 anteriorly part c: posterior l4 to s1 insertion of segmental pedicle screw fixation with 3-d titanium instrumentation re-operative posterolateral fusion of l4 to s1 with right iliac crest autograft, allograft and bmp harvesting of non-structural right iliac crest autograft graft preparation of allograft. Findings: mid shaft fracture of left s1 pedicle screw failure of posterolateral and interbody arthrodesis at both l4-5 and l5-s1 as perop notes: ".. 3mm of endplate material was removed inferiorly and superiorly. The chisel device was removed, and a 20 mm macropore prosthesis inserted after first packing it with gelfoam sponge prepared with bmp. The prosthesis implanted into the interspace and countersunk approximately 2mm from the ventral aspect of spine. This procedure was repeated in identical fashion at l4-5.. Bilateral intratransverse fusion was then performed from l4 to s1, by first using a high speed drill, two to decorticete the transverse processes of l4 and l5 and the sacral ala. Previously harvested right iliac crest bone graft chips, including cancellous and cortical cancellous strips were placed from l4 to s1. This was then followed by placing strips of allograft which was first prepared with collagen sponges soaked in bmp. The allograft chips with bmp were then placed from l4 to s1 in the intratransverse gutter on top of the iliac crest autograft.. There were no apparent surgical complications.." On (B)(6) 2005, patient underwent following procedure: revision posterior lumbar fusion, l4-5, l5-s1 with pedicle screw fixation, posterior lateral fusion l4 to s1 with iliac crest autograft, osteofil and bmp. Findings: intra-op x-rays confirmed appropriate spinal levels. During the procedure, neurophysiologic monitoring was performed throughout the entire procedure including direct testing of our pedicle screws and stable monitoring was encountered throughout the entire procedure. As perop notes: ".. Our autograft was placed on the l4 to s1 followed by osteofil and bmp. Intra-op x-rays confirmed appropriate position.. The patient was taken to recovery room in good condition.." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.